Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the basal software suspended insulin delivery when blood glucose (bg) decreased below 54 mg/dl. Review of the pump data logs verified that the basal feature functioned as intended at the expected time. Upon relaying the information, the customer acknowledged the information provided.